Event description:
The complainant alleged that during a routine shift check by a clinician they found the display to be broken. The complainant indicated there was no pt involvement with this reported malfunction.